Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently on (B)(6) 2015 the patient was administered general anesthesia to remove the electrode array. The receiver/stimulator unit remains in-situ.

Manufacturer narrative:
This report is filed october 30, 2015.

Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
(B)(4). The implanted device remains.